Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Evaluation was accomplished through a review of the patients 's downloaded data file. Review of the data does not indicate any device malfunction related tot he defibrillation event. Device manufacture date: monitor, (B)(4). Electrode belt, (B)(4): 06/2014. In appropriate defibrillations are anticipated risk associated with the use of lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.acessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event while at the hospital. Multiple counting of tall t-waves contributed to the false detection. The patient's daughter was present during the event. The response buttons were not pressed during the entire event. The patient remained in the hospital following the treatment and continued to wear the lifevest.